Event description:
It was reported that the user experienced recurrent fluctuating blood glucose with postprandial hyperglycemia above 200 mg/dl and nocturnal lows while using the ilet system reaching 63 mg/dl; the user had not been providing meal announcements based on guidance from their endocrinologist, and education was provided that the system cannot account for meals without announcements, which may lead to high glucose after dinner and subsequent automated overcorrection contributing to nighttime hypoglycemia. Symptoms included hyperglycemia, hypoglycemia, muscle weakness, and confusion/ disorientation. Outcomes included temporary interference with daily activities due to hypoglycemia. Investigation included a review of device data and user education. Investigation of this case revealed use error related to missed meal announcements and that the device performed as designed when provided with incomplete meal information. It was concluded that the event was attributable to user technique, with no device malfunction identified.